Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: a1, d4, d10, g4, g7, h2, h3, h4, h6, h10. The device was returned to an olympus service center for evaluation. The issue was found to have been caused by a faulty power supply unit. The device was repaired. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 8 years) caused the power supply unit to failed.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device did not power on due to a malfunction of the internal power supply. This phenomenon did not occur during the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.